Event description:
Contact reports the tip of the driver had broken off from the instrument. Although it is not known when or where tip breakage occurred, the contact reports that breakage did not occur during a surgical procedure. There was no adverse outcome or malfunction reported. However, if this type of event were to recur during a procedure, the tip could go undetected by the user, resulting in an unintended portion of the device being left within an implanted screw. As such, a medwatch report is being filed to document this event.

Manufacturer narrative:
Visual examination of the returned driver confirmed the tip to have broken off. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. At this time, the complaint is considered to be closed.